Event description:
It was reported that the patient had mild aortic insufficiency (ai) prior to a pump exchange on (B)(6) 2022. Intraoperatively, substantial ai was noted with difficulty controlling. This was significantly worse than preoperative studies. The aortic valve leaflets were plicated with marked improvements. Post-operatively on (B)(6) 2022 it was noted that the patient had mild to moderate aortic regurgitation, worsened from pre-operatively. The same was noted on an echocardiogram (echo) performed on (B)(6) 2022. The patient was discharged home on (B)(6) 2022. Pre-exchange pump MFR # (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03feb2022. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.